Manufacturer narrative:
(B)(4), blade does not cut. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00628. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. Conclusion (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade of the device would not cut to the satisfaction of the surgeon. The procedure was converted to a vaginal hysterectomy, which included removal of the cervix. Initially, the plan was to leave the cervix intact.